Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal medical records jan 8, 2018 indicated left total knee revised to address pain with failed total knee, aseptic loosening. Revision operative notes identified flexion contracture and extensive scarring inside the knee. Surgeon noted partial femur component loosening, of the medial aspect, with lateral portion being solidly fixed. The tibial baseplate component was grossly loose, being removed with some adhered depuy bone cement, but the majority of the cement remaining fixed to the tibia bone. The patella component was well fixed and was not explanted. Doi: (B)(6) 2016, dor: (B)(6) 2017 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports related to implant loosening, and 4 further unrelated reports. Total for lot number: 6 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 60. By product family: 182 (63x smartset ghv, 119x smartset gmv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.